Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This event occurred during use with patient involvement. There was no crack found when the nurses opened the packaging. The crack was observed after the patient went home and came back two to three days later for another round of flushing of the tk catheter. This issue was observed before flushing. Extreme over twisting was ruled out as the cause. There was no patient injury or medical intervention associated with this event. No additional information is available.